Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 6.0mmx150mmx150cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was replaced with another 1.5mm x 20mm x 143cm coyote es balloon catheter; however, during inflation, the balloon also ruptured. Another 2mm x 20mm x 143cm coyote es balloon catheter was advanced; however, when the balloon was inflated, it ruptured as well. The procedure was completed with another of the same device. No patient complications were reported.